Event description:
In 2008, the sales representative reported that during a thoracolumbar procedure, the drivers broke. Additional information received on 19 feb 2008, the regional manager reported that the surgeon was doing a revision surgery for an unknown reason. The surgeon explanted a smaller diameter screw and implanted a sequoia screw which is larger in diameter, and the surgeon did not tap the area before placing the screw, the surgeon hit cortical bone and he was applying downward pressure and torquing the driver when it broke. The surgeon then asked for another one and the same thing happen this happened with a total of three drivers. There was no report of surgical delay or patient injury. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantble. D-10: requests have been made for the return of the product. Request has been made to obtain the product. The sequoia screwdriver were recalled on 02/13/2008, and the office recall & emergency coordinator was notified of the actions taken on 02/19/2008. Further investigation is pending.